Event description:
It was reported that a patient underwent a correction of entropion in both eyes with eyelid reconstruction surgery+pedicled myocutaneous flap harvesting and transplantation surgery+bilateral canthoplasty+epicanthic fold correction procedure on (B)(6) 2025 and suture was used. At 9:00 am, the patient underwent surgery. During the operation, the doctor used suture to suture the skin incision for the patient to reduce skin scars, without leaving needle holes. At 09:10, when the incision on the inner canthus skin started to be sutured, the suture broke at the end of the needle during the first stitch. Another suture was immediately replaced and the surgery was completed, which prolonged the operation time. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. Did this issue contribute to any patient adverse event? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.